Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the right atrial lead had impedance less than 100 ohms. The lead also had noise that was causing inappropriate automatic mode switch. Technical services speculated that there may have been an insulation breach. The patient was asymptomatic.